Event description:
Fenestrated bipolar forceps (from da vinci chest instruments) being used when pa (physician¿s assistant) noticed that cable wire broke on instrument. Removed and replaced with same instrument.